Event description:
It was reported via a troubleshooting call with the customer that the device scale measured weight inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The model and serial number were not obtained.